Event description:
It was reported that there was a flash memory storage failure and power-on-reset (por) on the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device identified a failure condition that disappeared during analysis. This viva device was returned as it was reported to have a flash memory error. There was no telemetry when the device was received at the returned product analysis laboratory (rpa). The no-telemetry condition reported by the submitter was confirmed. A heavily depleted battery was noted and was shown to be caused by excessive current drain of 5.49ma. The ¿flash memory failure¿ was confirmed once the device was powered externally. Thermal emissions were noted in the areas of xdtb3 on the d286 (u1) microprocessor integrated circuit (ic), and avss3 on the l404 (u2) sense amplifier ic, where xdtb3 was the stronger emission. However, the failure cleared, returned briefly and ultimately was not able to be re-introduced; therefore, no conclusion can be drawn.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Products: 5076 implantable pacing lead implanted: 2008 (B)(6); 6947 implantable tachy lead implanted: 2008 (B)(6). (B)(4).